Event description:
The customer reported that, while preparing the instruments for a laparoscopic procedure for a bilateral hernia, the image from the camera head failed suddenly. The image changed to a color bar when the camera control unit was switched on and there was no image transmitted from the camera head. The procedure was completed with another device after a delay of approximately ten minutes. There was no effect on the patient due to the event.

Manufacturer narrative:
The subject device has not been sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of no image appeared was confirmed. It is likely that the phenomenon occurred due to a faulty cable. The root cause of the defective cable could not be identified. In addition, it was also noted that the water tightness test failed. Olympus will continue to monitor field performance for this device.